Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The patient experienced symptoms of abdominal pain and cloudy effluent due to the peritonitis. The patient was treated with alphacef, 3gm, and medfurin, 2gm (daily, routes not reported). Capd therapy was ongoing. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis and that their treatment with remedial therapy was discontinued. The patient remained hospitalized for other conditions.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.